Event description:
The customer reported high ventricular lead impedance measurements (>300 ohm) and high ventricular pacing thresholds (3.75v/1ms in unipolar, no capture in bipolar). The pacemaker was programmed to 5v/1ms in unipolar. Such observations might suggest a lead or a connection issue.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.